Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) appeared to have migrated towards the incision and was slightly protruding from the skin causing discomfort and redness at the incision site. The icm was explanted. No patient complications have been reported as a result of this event.